Manufacturer narrative:
(B)(4)

Event description:
It was reported that during follow-up, the ventricular lead exhibited high impedance, decreased sensing, and increased capture threshold. No intervention was reported. The patient was well and would be monitored. No further information could be obtained.